Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's leadless pacemaker (lp) was in backup mode. The lp firmware was upgraded and the device was able to be reset to normal settings. There were no patient consequences.

Manufacturer narrative:
It was reported that the fast path summary indicated the device was in evvi. The provided information was reviewed by abbott engineering, and it was confirmed that an inappropriate mode change to evvi mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.